Event description:
Medwatch (B)(4) received on (B)(6) 2012, states that pt's mother reports her son started wearing trial proclear toric contacts in 2011. He wore them on and off for some months. He stated he was having a hard time seeing. The mother called the specialist in 2012. The specialist sent them to a cornea specialist who stated the lens had reshaped his eyes (cornea) and that it has caused permanent change (reshaping) to the cornea. Lot information provided was invalid.

Manufacturer narrative:
This is being reported as unconfirmed corneal damage.